Manufacturer narrative:
(B)(4) - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced six infusion sets fell off events during use on date (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The infusion sets were in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.